Event description:
It was reported that a patient experienced a st segment elevation. After proper flushing of the faradrive sheath outside of the patient and insertion into patient, we aspirated and perform a continuous flushing via perfusor. After inserting the farawave nav into the faradrive sheath, we detected massive air and rapid. Th patient experienced st elevations on ECG. Nitro and atropine were given as well as air aspiration was performed, in addition to waiting the event was controlled. The patient is expected to fully recover. The patient did not require hospitalization. The sheath is expected to be returned.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem.

Event description:
It was reported that a patient experienced a st segment elevation. After proper flushing of the faradrive sheath outside of the patient and insertion into patient, we aspirated and perform a continuous flushing via perfusor. After inserting the farawave nav into the faradrive sheath, we detected massive air and rapid. Th patient experienced st elevations on ECG. Nitro and atropine were given as well as air aspiration was performed, in addition to waiting the event was controlled. The patient is expected to fully recover. The patient did not require hospitalization. The sheath is expected to be returned. It was further reported that the patient has fully recovered with no permanent restrictions.